Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported that on (B)(6) 2018, the patient was placed in an a1059 mayfield modified skull clamp in the prone position. The patient's head slipped twice during the procedure. It was reported it was not due to the skull pins but due to the a1059 lock. No bleeding was noted. Additional information was received from the customer that there was minimal to no delay of the procedure. The procedure was completed using the same device and no further patient injury was noted.

Manufacturer narrative:
Investigation completed on 23feb2018. With respect to the returned unit ,it has passed all specific functional testing requirements. This unit did not slip when unit is properly positioned and put under pressure. Device history record (DHR) review can not be performed at this time as the product was made in 2006, when this product number was in-serialized. The new serial number (B)(4) was assigned only for tracking purposes. The lot code is 067. The complaint could not be confirmed as no issues were observed. The root cause analysis is undetermined at this time.